Event description:
It was reported that the micro sagittal saw overheated. Attempts to obtain further info were made, but were not successful.

Manufacturer narrative:
Upon disassembly, corrosion and damage was discovered on internal components.